Event description:
The patient reported that she went to the emergency room in 2009, due to elevated blood glucose of over 600 mg/dl. She was treated with an insulin IV. She reported that she had programmed a standard bolus through the infusion device and she was given an extended bolus instead. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.